Event description:
Reportedly during a re-intervention occurred on (B)(6) 2018 due to a ventricular lead replacement. After the old ventricular lead was capped, the new ventricular lead was implanted and checked on the pacing system analyzer and revealed regular measurements. The ventricular lead then connected to the generator and the generator was put into the pocket. Initially pacing was seen but after a few seconds it stopped, resulting in the patient becoming asystolic. A temporary wire was in-situ as the patient was pacing dependant and so this was used to regain pacing capture. The device was interrogated and the impedance was found to be higher than 3000 ohms. The generator was detached and replaced by another device which worked. It was reported that the operator was sure the lead was clean and that no blood entered the header.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly during a re-intervention occurred on (B)(6) 2018 due to a ventricular lead replacement. After the old ventricular lead was capped, the new ventricular lead was implanted and checked on the pacing system analyzer and revealed regular measurements. The ventricular lead then connected to the generator and the generator was put into the pocket. Initially pacing was seen but after a few seconds it stopped, resulting in the patient becoming asystolic. A temporary wire was in-situ as the patient was pacing dependant and so this was used to regain pacing capture. The device was interrogated and the impedance was found to be higher than 3000 ohms. The generator was detached and replaced by another device which worked. It was reported that the operator was sure the lead was clean and that no blood entered the header.